Manufacturer narrative:
(B)(4).

Event description:
It was reported the entire system was removed because it made the patient "sick." Additional information has been requested, a follow-up report will be sent if additional information becomes available.